Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the stent and delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent first flange difficult to position cannot be confirmed as this event occurred during the procedure and there is no objective evidence to confirm the reported event. Based on the available information, there is not enough information to confirm the reported event of stent first flange difficult to position; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the position of the elevator when this device was inserted was slightly raised. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, "lower elevator. Ensure that the echoendoscope elevator is in the lowered (open) position."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, the first flange deployed inside the scope. The stent was pushed out of the scope using a 19g fna needle and was removed from the patient partially deployed. The procedure was completed using a different device. There were no patient complications as a result of this event. Note: it was reported that the position of the elevator when this device was inserted was slightly raised. Per the IFU, "lower elevator. Ensure that the echoendoscope elevator is in the lowered (open) position."

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, the first flange deployed inside the scope. The stent was pushed out of the scope using a 19g fna needle and was removed from the patient partially deployed. The procedure was completed using a different device. There were no patient complications as a result of this event. Note: it was reported that the position of the elevator when this device was inserted was slightly raised. Per the IFU, "lower elevator. Ensure that the echoendoscope elevator is in the lowered (open) position."